Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery was not working, despite battery was new, battery cap was intact. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = unknown. On (B)(6) 2020 the customer reported that the battery is not working. Unit was received with a missing retainer ring. Unable to perform the displacement test due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: reservoir tube lip slightly pushed inwards, missing retainer ring, missing reservoir tube o-ring, cracked battery tube threads, missing serial number label, cracked keypad overlay. After battery installation, a blank display was noted. Unable to perform the displacement, sleep current measurement and active current measurement tests due to the blank display. Unable to determine unexpected battery power loss since unable to perform the current measurement tests. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board. Both boards were taken out of the case and then inserted into a known good case. In this configuration the unit was able to boot up normally. The software version was then able to be obtained. The battery compartment within the test case was wiped down with isopropyl alcohol and both boards were reinserted back into this case. The unit was still unable to boot up. In summary, the customer¿s report that the battery is not working was confirmed during testing since a blank display was noted after battery installation. The blank display is due to the moisture damage inside the battery compartment and on the battery board underneath it. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.